Event description:
An ivtm therapy was initiated for a 61-year-old male patient for normothermia using an icy catheter (lot #171387). The catheter insertion was smooth and was placed into the right femoral vein in a single attempt with no difficulty. In addition, an arterial catheter was placed for circulation monitoring. The patient's temperature at the start of the ivtm therapy was 35.5 degrees, and the target temperature was set to 36 degrees at the max rate. During the third day of the ivtm therapy (maintenance phase), the 500 ml saline bag got emptied, and the thermogard xp ivtm system generated an air trap alarm. A new 500 ml saline bag was replaced, and the replaced saline bag got emptied, and the thermogard system generated an alarm. Another 500 ml saline bag was replaced a second time, and it got emptied again. No leaked saline was noted around the system or on the patient's bed or floor, and no blood tinge was noted on the start-up kit (suk) tubing. The temperature at the time of the issue was 36 degrees, and the dwell time of the catheter was approximately three days. At this point, the customer suspected a catheter leak and an infusion of 1200 - 1300 ml of saline into the patient. The customer did not perform leak checks as per the IFU before replacing the saline bags multiple times. The catheter was not replaced. The patient was sedated and ventilated and is stable under the circumstances. The customer stated that the patient is currently weaning and should be extubated. No patient injury was reported. No device malfunction was reported on the thermogard system during the reported event and was placed back in service for clinical use.

Manufacturer narrative:
The customer reported a complaint of "an icy catheter (lot #171387) leak," was confirmed during the functional testing of the returned catheter. During the functional pressure leak test, a bonding leak was observed at the distal end of the medial balloon. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed. Unrelated to the reported complaint, observed the catheter shaft was kinked at 3.5 inches away from the distal end of the manifold. Noticed blood residues in the balloons and luer tubings. No other physical damage was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the distal end of the medial balloon, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for icy catheter with lot #171387. It was reported that "the current situation in german hospitals is dramatic; due to staff shortages and sick leave, stress situations and errors occur. These cannot be avoided, as in this situation. For these very reasons, no further training courses are planned. In addition, training was provided on september 8, 2022, and addressed the handling of the IFU ". At the same time, it seems that the customer should benefit from additional training on how to handle suspected catheter leaks. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient effect was observed. The event of "fluid ran into the patient's vasculature" is causally related to the device and the procedure. Zoll personnel discussed the ccr with the nursing director and the senior physician and again pointed out the handling of the catheter leak per IFU.

Event description:
An ivtm therapy was initiated for a 61-year-old male patient for normothermia using an icy catheter (lot #unknown). The catheter insertion was smooth and was placed into the right femoral vein in a single attempt with no difficulty. In addition, an arterial catheter was placed for circulation monitoring. The patient's temperature at the start of the ivtm therapy was 35.5 degrees, and the target temperature was set to 36 degrees at the max rate. During the third day of the ivtm therapy (maintenance phase), the 500 ml saline bag got emptied, and the thermogard xp ivtm system generated an air trap alarm. A new 500 ml saline bag was replaced, and the replaced saline bag got emptied, and the thermogard system generated an alarm. Another 500 ml saline bag was replaced a second time, and it got emptied again. No leaked saline was noted around the system or on the patient's bed or floor, and no blood tinge was noted on the start-up kit (suk) tubing. The temperature at the time of the issue was 36 degrees, and the dwell time of the catheter was approximately three days. At this point, the customer suspected a catheter leak and an infusion of 1200 - 1300 ml of saline into the patient. The customer did not perform leak checks as per the IFU before replacing the saline bags multiple times. The catheter was not replaced. The patient was sedated and ventilated and is stable under the circumstances. The customer stated that the patient is currently weaning and should be extubated. No patient injury was reported. No device malfunction was reported on the thermogard system during the reported event, and was placed back in service for clinical use.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned and the investigation has been completed. Seems that around three 500ml bags of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at hospitals and should not harm a patient. It was reported that "the current situation in german hospitals is dramatic; due to staff shortages and sick leave, stress situations and errors occur. These cannot be avoided, as in this situation. For these very reasons, no further training courses are planned. In addition, training was provided on (B)(6) 2022, and addressed the handling of the IFU ". At the same time, it seems that the customer should benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient effect was observed. The event of "fluid ran into the patient's vasculature" is causally related to the device and the procedure. Zoll personnel discussed the ccr with the nursing director and the senior physician and again pointed out the handling of the catheter leak per IFU.